Event description:
It was reported that the patient received shocks approximately 20 days prior to the device alert. It was found that the lead integrity alert triggered due to the right ventricular (rv) lead had a spike and high impedance, noise, oversensing, non-sustained episodes, and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg ICD, implanted: (B)(6) 2010, explanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.